Manufacturer narrative:
Externalized conductors due to external insulation abrasion were noted at 6.3-8.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.0-7.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for normal follow-up. The lead was diagnostically imaged prophylactically and externalized conductors were noted. Normal electrical function was noted. The lead will be scheduled for revision.

Event description:
New information notes that the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.